Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 68-199 mg/dl.

Manufacturer narrative:
(B)(4).